Manufacturer narrative:
The microsensor was not returned for evaluation (discarded); therefore, an evaluation of the device could not be performed. Lot number information has been provided; therefore, manufacturing records were reviewed and found no anomalies. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A facility reported that during the procedure, the microsensor was leaking a moderate amount of cerebrospinal fluid. A 20 minute delay was noted and no patent injury reported. The physician changed with a new microsensor of the same type which could be used normally.